Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device displayed a red x in the ready for use indicator (rfu) from a therapy delivery test failure. There was no patient involvement.